Event description:
It was reported that during flow diverter implantation procedure in a patient with posterior communicating artery aneurysm, the proximal end of the subject flow diverter stent did not open completely and it narrowed like a cone. The physician tried to angioplasty the proximal end of the stent open with a balloon but that didn¿t work. Hence, the physician put another stent on top of the subject device to make the proximal end appose the vessel wall. The procedure was completed successfully. No other clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device remains implanted in the patient.

Event description:
It was reported that during flow diverter implantation procedure in a patient with posterior communicating artery aneurysm, the proximal end of the subject flow diverter stent did not open completely and it narrowed like a cone. The physician tried to angioplasty the proximal end of the stent open with a balloon but that didn¿t work. Hence, the physician put another stent on top of the subject device to make the proximal end appose the vessel wall. The procedure was completed successfully. No other clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported event of stent failed/unable to open¿. H3 other text : the device remains implanted in the patient.